Event description:
It was reported that the 9800 system had an error message and had no image. Also the rear brakes were not working. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced and the rear brake were adjusted during the service call. The system was tested and found to be working as intended, and put back into service.